Event description:
The device (part#cev114m) was returned to mxi service and repair.

Manufacturer narrative:
Cev114m was evaluated and indicated that the instrument sheath showed signs of impact. The blades showed signs of impact and scratches, but the cut was in compliance with mfg specs. The instrument was very likely damaged during use or reprocessing by shocks and abrasions. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(6). (B)(4).